Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that they were unable to insert the angio-seal device assembly. The involved angio-seal was attempted to be used for hemostasis of the puncture site after treatment of a lesion in the right superficial femoral artery (sfa) via the ipsilateral approach. During insertion of the assembly, resistance was so strong that the assembly nearly kinked. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The blood loss was less than 250cc's. The procedure before deploying the device was permanent pace-maker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea) / hazard based risk table (hbrt).